Event description:
It was reported that the shock impedance measurements the last three months varied from 50 to 150 ohms and were high and out of range. The patient will be followed up. No adverse patient effects were reported. The right ventricular (rv) lead remains implanted. Technical services (ts) reviewed the provided reports and requested troubleshooting steps. Ts suggested programming options.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the shock impedance measurements the last three months varied from 50 to 150 ohms and were high and out of range. The patient will be followed up. No adverse patient effects were reported. The right ventricular (rv) lead remains implanted.